Event description:
According to the reporter, during a laparoscopic gastric bypass, the anastomosis looked okay but the surgeon noticed bleeding from the anastomosis post-operatively and currently waiting to see if it will resolve itself or the patient need to have operation again. The patient had extended hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.